Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call air bubbles in the reservoir. Customer's blood glucose level was 299 mg/dl. Customer had a bent a cannula with the first infusion set and some air bubbles with the second infusion set. Customer advised they were getting high blood glucose levels and finally removed the set. Customer realized that the cannula was bent at that time. Customer was advised that they would be sent replacement sets and reservoirs. Customer declined to troubleshoot for air bubbles and high blood glucose levels since they believe the reason for it was a bent cannula.